Event description:
It was reported that the 9600 system had a charger failure error message. Also the brake is not locking. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The brake was adjusted and the battery pack replaced during the service call. The system was tested and found to be working as intended and put back into service.